Manufacturer narrative:
During pre-repair assessment performed by technician, it was noted that the motor rmp was below specification due to normal wear. Device was inspected and repaired.

Event description:
Customer reported that the instruments original performance needed to be restored. This is 1 of 1 report for event. (B)(4).